Event description:
On 18th march 2025, it was reported by an arthrex employee via email that an ar-1934bcf biocomposite suturetak anchor was pulled out after insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. Ar-1250lt and ar-1949 were used to prepare bone socket. No fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1934bcf.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1934bcf batch /serial number (B)(6) was received for investigation. Only the implant/screw was received for evaluation. Functional testing was not performed because the device was received damaged. A visual evaluation revealed that the implant/screw is slightly bent, with nicks in the material on the screw threads. The most likely cause of the reported failure is user error, likely due to improper bone preparation and/or misalignment during insertion. Directions for use dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The complaint allegation was confirmed.